Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator had a touchscreen issue. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips service engineer (se) reported that during periodic maintenance, there was a misalignment in the touch position. The se performed a calibration of the touchscreen, but the issue was not resolved. The se reported that the touchscreen was replaced to resolve the issue.

Manufacturer narrative:
H10: the suspected touchscreen was returned to philips for failure investigation. The technician reported the following conclusion/root cause, "the product investigation lab (pil) technician was unable to confirm the complaint of 'misalignment in the touch position.' The touchscreen flex circuit successfully passed all resistance tests.". H11: d4 - product UDI #.